Event description:
This complaint is now reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulty occurred. The 90% stenosed lesion being treated was located in the tortuous, moderately calcified right coronary artery (rca). After pre-dilation, the physician attempted to advance a 3.5x28mm taxus liberte stent, but was unable to cross the target lesion. After trying a few times, the stent delivery systems (sds) was withdrawn and another manufacturer's stent was implanted to complete the procedure. No patient complications occurred. Patient condition is reported as "stable". However, the returned product analysis of the 3.50x28mm taxus liberte stent revealed a shaft break.

Manufacturer narrative:
A visual and microscopic examination identified a shaft break. The break was measured at approximately 30.7mm from the catheter strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The device was returned with the product mandrel inserted and stent balloon protector attached. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context, as device performance was limited due to anatomical procedural factors. (B)(4).